Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false negative result of a patient sample with biotestcell 1&2 (ref 816014100, lot 8015011-00) on tango infinity. The customer stated that the patient was tested at another facility and the specificity of the missed antibody was anti-k (kel1). The customer did neither return the complaint sample for investigational testing nor the patient sample that had caused a false negative test result. Therefore our quality control laboratory tested their retention sample of biotestcell 1&2 (ref 816065100, lot 8015011-00) with seraclone anti-k in the tube test with an incubation for 5 minutes at room temparature and with a polyclonal anti-k in the indirect antiglobulin test (iat). Cell #1 (donor #(B)(6), k+k+) of biotestcell 1&2 yielded a correctly positive result in both tests. The customer did not provide result images or the log files for analysing the instrument's function. Last preventive maintenance was in january 2020. Without log files an analysis of the instrument's function is not possible. According to the field service engineer the instrument is running within specification. Because the complaint sample was not available for investigation, the retention sample reacted as expected and the patient sample in question has not been provided, the root cause of the false negative result at the customer´s site remained unknown. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported about false negative antibody screening result for anti-k when using biotestcell 1&2 on tango infinity. The patient was tested at another facility and the patient sample was a known positive. The customer announced to send in samples for investigational testing. The investigation of the affected tango infinity by our field service engineers is still ongoing. Our quality control laboratory tested their retention sample of biotestcell 1&2 (ref (B)(4), lot 8015011-00) with two different anti-k reagents. The kell positive cell #1 of biotestcell 1&2 yielded a correctly positive result with both reagents. Our quality control laboratory is still waiting for the patient sample that caused the false negative result. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.